Manufacturer narrative:
The full name of the event site in block e1 was shortened due to field character limit; the full name is memorial hospital of carbondale. Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp. To fix the issue, the fse replaced the power management pcb. Unit powered up correctly. While performing pm at step ECG and blood pressure gain cal, unit again would not power up correctly. The fse replaced the new power management pcb with the original. Cycled power numerous times and was able to determine that the pressure cable was the cause. Pm was performed during the same service visit. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during power up, the cardiosave intra-aortic balloon pump (iabp) alarmed error codes 67 & 107. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information: tel - (B)(6).

Event description:
N/a.